Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in-clinic for a routine follow-up, non-sustained rv oversensing was observed. It was noted that the device was attempting to run a capacitor maintenance during a safety check resulting in oversensing on the ventricular channel. Programming changes were made. The device remains implanted. The patient will continue to be monitored.